Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after removing farawave catheter, air bubble appeared in the port during aspiration, and more air was pulled during multiple aspiration. No visible air was noted in the sheath shaft. Air ingress was suspected from handle section. The procedure was completed using another faradrive sheath. No patient complications occurred.

Event description:
It was reported that during the pulmonary vein isolation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after removing farawave catheter, air bubble appeared in the port during aspiration, and more air was pulled during multiple aspiration. No visible air was noted in the sheath shaft. Air ingress was suspected from handle section. The procedure was completed using another faradrive sheath. No patient complications occurred. It was further reported that the farawave catheter was not inserted into the sheath. Beeat was inserted into the sheath.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.